Manufacturer narrative:
The device was evaluated by the bench repair technician. The technician confirmed the customers allegation, the speaker has an inop (inoperable) error message and does not product sound. Based on the information available and the testing conducted, the cause of the reported problem was confirmed to be the speaker assembly. The speaker was replaced and the device was returned to the customer.

Manufacturer narrative:
Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete.

Event description:
The customer reported that a "speaker malfunction" inop was displayed on the intellivue x3 and no sound was coming from the device. The device was in use monitoring a patient at the time of the reported issue. No death or patient injury or harm was reported.